Event description:
It was reported that there was a loss of stimulation/therapeutic effect. Action required as a result was an explant. Reprogramming was done. Patient symptom associated with this event was less than 50% therapy relief for right side implant. Additional information has been requested.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (b)(60 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4) found that it was functionally ok and there were insignificant anomalies. Analysis of the extension (serial #(B)(4)) found that the body was cut through, or segmented. Analysis of the extension (serial #(B)(4)) found that the proximal end connector was not completely seated in the ins connector port. The extension s/n: (B)(4) is not fully inserted into the bottom port ((B)(4)) this may explain the complaint "it was reported that there was a loss of stimulation/therapeutic effect" unfortunately the extension was cut too close to the ins to perform a system test. Analysis of the lead (serial #(B)(4)) found that the proximal end connector was not completely seated in the extension. It was found that the lead segmented connector was able to be fully inserted into the distal end of the extension. Set screw impressions on the extension were too proximal.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.